Manufacturer narrative:
Reference sr (B)(4). Product evaluated by engineering and confirmed to have passed both inspections. Failure was unable to be reproduced, thus unable to verify product malfunction.

Manufacturer narrative:
Reference (B)(4). End user provided limited information, only saying catheter has failed. Additional information requested on november 04 and 22, 2019. Product was returned in house on november 26, 2019, however all required testing equipment is not available at the moment. Contacted customer on november 27, 2019 to confirm alleged failure and level of patient involvement.

Event description:
Catheter has failed.